Event description:
It was reported by service report that the head and footend brake cams are broken preventing the brakes from holding properly and the footend jack will not pump up. No pt involvement or adverse consequences are reported.